Event description:
Customer states he saw smoke coming from the aviva meter after changing the battery. Smoke appeared from the bottom near the strip slot of the meter. No adverse event reported. Requested return of suspect device and replacement was sent.